Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: ((B)(4). The expiration date is not currently available.

Event description:
It was reported that when using truspan, the thread was broken when applying tension during the surgery on (B)(6) 2018. The surgeon tried to grab the thread with an alligator several times, but the thread could be cut every time. The surgeon checked the condition of the thread under microscope, and found the thread looked fragile. The surgery was completed without the desired tension being applied. It was brand new and the first use when the issue occurred. There was less than 30 min. Surgical delay and no harm to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: the expiration date was documented as unknown in the initial report and has been updated as 8/31/2020. Therefore, UDI: (B)(4). The complaint device was discarded by the customer therefore the device is not available for a physical evaluation. It was reported that thread broke when applying tension during the surgery. Without physically evaluating the device, a definite root cause cannot be determined. This complaint is not confirmed. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. There are two non-conformance were generated which are not relevant to the complaint condition. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.